Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer also reported that there was a gap between the piston and the reservoir. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that the insulin continued to drip after the motor stopped during the manual prime process. The customer stated that they were not wearing the insulin pump during priming. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.